Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced event of infusion set leaking between cannula and plaster on (B)(6) 2024. The infusion set had been used for 1 and half day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.